Manufacturer narrative:
It was reported that approximately two weeks after the initial bunion surgery on (B)(6) 2026, all hardware was removed and replaced during a revision surgery on (B)(6) 2026 due to a loose plate and non-compliance. There were no other patient outcomes reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed, and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. However, information received from the surgeon indicates the most likely cause is patient noncompliance. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with placement of the device or healing of the surgical site. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that approximately two weeks after the initial bunion surgery on (B)(6) 2026, all hardware was removed and replaced during a revision surgery on (B)(6) 2026 due to a loose plate and non-compliance. There were no other patient outcomes reported as a result of this event.